Event description:
It was reported that the customer experienced high blood glucose of over 500 mg/dl. It was stated that the battery came off from the customer's insulin pump one night, and since then, the insulin pump did not seem to be working properly. At the time of reporting the issues, the customer's blood glucose was 450 mg/dl and he was exhibiting the symptoms of thirst and irritability. He treated with manual injection. Troubleshooting was performed. Insulin exited the tubing during manual prime and no leaks or air bubbles were found. The settings were accurate. A low reservoir alarm from the same day was found in the alarm history. Bolus history was accurate. Upon removal of the infusion set, the cannula was neither bent nor occluded. It was advised to change the set, reservoir, and insulin and treat. High pressure test was performed and passed. It was explained the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.